Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2: (unmark company representative). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 3 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's reportable malfunction of power supply failure. That is the device could not be started and the power switch indicator didn't light up was confirmed. Based on the results of the investigation, it is likely, that the event was caused, due to power supply unit failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system had power supply failure that is the device could not be started and the power switch indicator didn't light up. The issue occurred during preparation for use of an unspecified procedure that was completed using a similar device. There were no reports of patient harm.